Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime. Customer stated that she has experienced high blood glucose for a couple of days and has had to change the infusion set and reservoir every day. She stated that her blood glucose started at 576 mg/dl, she changed the set and she received a low reservoir alert and then the error alarm during prime. Customer stated that her blood glucose value dropped to 38 mg/dl, 51 mg/dl, 61 mg/dl and then 217 mg/dl. Customer stated that the insulin pump is cracked at the corners of the screen and towards the reservoir compartment. Current blood glucose was 160 mg/dl. The device has been dropped in the past. The drive support cap is recessed. Nothing further reported.

Manufacturer narrative:
The insulin pump had a detached end cap, minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube. No alarm for a compromised force sensor system could be verified due to the detached end cap. The insulin pump passed the displacement test.